Event description:
The consumer indicated that several tampons came apart upon removal and tampon pieces remained inside of her. She indicated this issue has occurred with two different boxes. She also indicated there are instances when the string appeared to be too short. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.